Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient was unconscious and experienced high blood glucose level. Therefore, on (B)(6) 2022, she was admitted to the hospital due to diabetic ketoacidosis. Her highest blood glucose level was 1100 mg/dl and had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Further, she was transferred to the intensive care unit. While in the hospital, the hospital personal discovered that the cannula was completely bent, and they removed the supplies as the infusion had been used since (B)(6) 2022. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital and was still waiting at the hospital for her test results and did not have a definitive answer now. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.